Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, it was noted that the middle part of the stent struts was damaged. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product. E1 - initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 24 mm stent delivery system was returned for analysis with the haemostatic valve attached. A visual examination of the stent found evidence of stent damage with struts lifted and stretched distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, it was noted that the middle part of the stent struts was damaged. The procedure was completed with another of the same device. No patient complications nor injuries were reported.